Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported there was a change in therapy. The patient reported the stimulator was not working and he was not feeling stimulation at all. The patient used his patient programmer and checked therapy setting. The patient¿s pain level was 10. Programmer showed stimulation was on, setting group 1, p1 8.0v. The ins battery level was ¾, pp battery level was ¾. The patient stated that his setting was high and he usually feels stimulation. The patient was redirected to their healthcare provider. It was reviewed that the reason the patient was suddenly not feeling stimulation was unknown. No further complications were reported/anticipated.